Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 637 mg/dl. Customer was in emergency room. Customer was treated with insulin. Customer also reported that the insulin pump had pump error alarm and stopped working. Customer also reported that they were able to clear the alarm and able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Troubleshooting was performed for insulin pump error alarm. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Unit also passed self test and off no power alarm test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. Device alarmed a21 after the battery was installed due to faulty connector on interface board. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, the electronic assembly had moisture damage.